Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the report of the device did not achieve pulsatile flow. The marking patency of the device was checked and the device marked slowly. The slow flow was likely due to dried blood within the marker lumen. No manufacturing or quality deficiency was detected. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation findings, no product deficiency was identified and a cause for the reported event could not be determined.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, the device didn't achieve pulsatile flow. Another proglide was attempted with the same result. Hemostasis was achieved using manual arterial compression. There was no adverse patient effect. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other proglide device is being reported under a separate medwatch MFR number.